Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. The operator requested assistance with air removal from technical support. An estimated blood loss of 40cc occurred while removing air from the circuit. Treatment was continued with no medical intervention required due to the blood loss.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as directed in the user's guide when removing air from the circuit. The cycler alarmed appropriately to the presence of air. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding air removal. Nxstage medical considers this report closed. No additional info will be provided.